Manufacturer narrative:
The subject device has not been returned to olympus for evaluation or investigation. The investigation was completed with the information available. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a person who took out tanks from the reprocessor was a different person from the one who filled the tanks when replenishing detergent solution and alcohol, which resulted in replenishment of detergent solution and alcohol conversely. The root cause of the subject event was unable to be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, an endoscope was reprocessed with olympus endoscope reprocessor and it was noted that alcohol was put in the detergent tank and endo quick was put in the alcohol tank. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the scope that was potentially incorrectly reprocessed.